Event description:
It was later reported that the patient's pump contained an opiate. After the pump was restarted, the withdrawal symptoms resolved; he has had no further issue. There were no other symptoms.

Event description:
It was reported that a patient experienced withdrawal; he went to his clinic because he experienced chills. It was also reported that the patient's pump alarm was heard and confirmed by telemetry to be a critical alarm. A pump reset had occurred; the pump was in 'safe state' as of (B)(6) 2011. The pump was 'updated to normal infusion' on (B)(6) 2011 and the patient is 'doing better'. The reporter stated that the patient had been travelling on (B)(6) 2011 from (B)(4); reviewed that the pump could have gone into safe state 'due to emi'. The type of medication, concentration, and daily dose being administered via the pump were not reported. Additional information has been requested, but was not available as of the date of this report.